Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker reports when riding bike, heart rate gets to 140 beats per minute (bpm) then drops to 75 beats per minute (bpm) after about an hour. Boston scientific technical services (ts) discussed the device uses respiration rate/minute ventilation as the sensor. As such the device should be able to continue to provide rate response with increased respiration. Boston scientific technical services (ts) suggests trying to exercise without the polar strap heart rate monitor on that the patient reports using, as it may be causing interference with the minute ventilation sensor operation. Boston scientific technical services (ts) advised the patient to discuss optimizing upper rate behavior with the their physician. The device remains in service. There were no adverse patient effects reported.